Event description:
It was reported that the tip of the inserter broke during the procedure and remains imbedded in the bone.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: the tip of the inserter broke off and was buried in the bone and could not be removed. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: use of excessive force, movement of guide out of orientation to pilot hole, or use of wrong drill. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the inserter broke during the procedure and remains imbedded in the bone.